Manufacturer narrative:
Blank display due to faulty x1/mb. Unable to perform the self test, displacement test and operating currents measurement due to blank display anomaly. Pump had cracked case at display window corner, reservoir tube lip and minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.